Event description:
The customer reported that the system displayed an error intermittently during fluoroscopy. The field engineer noted "unit turns off on its won when in use." The system shut down without command. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and the user interface board. The system operates as intended.